Event description:
Received an email communication from (B)(6) that on (B)(6) 2014 the patient was not paying attention and the cannula had dislodged from the infusion site. He went all day without insulin and sometime in the evening he began to experience ketoacidosis. He was then taken to the emergency room where he was hospitalized for diabetic ketoacidosis. He was released from the hospital the next morning on (B)(6) 2014. There was no further information regarding the hospitalization or his treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. No product lot number was reported therefore no qualification records were reviewed.